Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital. At bedside, loud, and continuous system controller alarms started on (B)(6) 2025 approximately between 7:56 to 9:30 am. The alarm was audible only, with no alarm messages on the liquid crystal display (lcd) screen and no alarm icons illuminated on the system controller. The green pump running arrows were illuminated. The alarms occurred only while connected to the power module and not while on battery power. The patient was switched to two additional power modules connected to different wall outlets, but the alarms continued to occur. The alarm stopped each time it was silenced by staff. Initially, they were unable to reproduce the alarm by manipulation of the power cables; however, after extended troubleshooting, the alarm was reproduced by manipulating the black power cable, and the system controller (serial number (B)(6) was exchanged. Following review, the system controller history revealed approximately 14-15 power cable disconnect alarms at the time of the event, and the log files captured intermittently low voltages on the black power cable, resulting in low power advisories. The power cable disconnects were due to numerous switching between battery and power module and appeared routine. There were no unusual events recorded in the log file event history; the mechanical circulatory support (mcs) equipment had operated as intended.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of just audible alarms on the system controller was confirmed and reproduced. Data from the reported event date of (B)(6) 2025 in the submitted controller event log file (B)(6) was reviewed. The silence alarm button was pressed several times on (B)(6) 2025 from 08:01:37 ¿ 09:10:11 without an associated alarm or fault active. There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and was able to support pump function for an extended period of time. After testing, when the controller was connected to a mock loop, it audibly alarmed when the black cable was manipulated on the observed damage. Insulation testing was performed and the alarm out yellow wire was shorting to the grounded red/white wire when flexed. The cable was stripped and the yellow, brown, and red/white wires were exposed in a small area. The alarm out wires shorting to ground would result in an audible sound without displaying an alarm. The root cause for the reported event was a short to ground on the alarm out wire of the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.